Event description:
A report from synthes (B)(4) for a report from (B)(6) as follows: this is a report for the tip of a screw that broke during a surgery on (B)(6). The broken part was removed and the surgery was successful. One of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not for diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. A review of the device history records were performed and no complaint related issues were found. Placeholder.